Manufacturer narrative:
Additional information: three opened trocar cannula/hub assemblies were received for the report of leaking event. The returned samples were inspected and all three samples were found to be conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint does not identify a reported lot so it could not be determined if the complaint can be attributed to the post assembly inspection. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Event description:
The customer reported that the trocar valve leaked during a vitrectomy procedure. There was no patient harm reported. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the surgery was performed on the right eye.